Manufacturer narrative:
Additional information found in: a2, a4, b4, b7, g3, g6, h2, h6, and h10 additional information was received form the customer. Refer to the updated fields in section a and b7.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the reload involved with this complaint and completed the device evaluation. Failure analysis investigation found the primary failure of broken reload to be related to the customer reported complaint. For clarification, the proximal end of the reload, where the blade was located, had detached from the cartridge. The broken piece was returned with the reload with no pieces missing. The reload was unfired. No blade damage was observed. No functional test could be performed. A procedure log review confirmed that the prostatectomy was performed on (B)(6) 2022 via system (B)(4). No image or procedure video was provided for review. This complaint is being reported due to the following conclusion: failure analysis identified a failure of the device that is known to have the potential to result in fragments falling into the patient. While there was no report of fragments falling into the patient and no evidence of missing material from the evaluated device, the failure mode is known to have the potential to cause/contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the stapler reload would not lie flat and the end was bent while loading the stapler. The reporter noted that the reload was not used on the patient or in the procedure. The procedure was completed as planned with no reported patient impact or harm. Follow-up attempts have been made to obtain additional information from the customer concerning the reported event with no success.